Manufacturer narrative:
Hill-rom tech support inserviced the account to try zeroing the scale and resetting the unit. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom tech support has made three attempts regarding a resolution to this contact line, with no response. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit will not alarm. The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).